Event description:
Complainant stated that the pins sheared off and the bucky fell off one of the mammography machines. Complainant stated that there was no injury involved, but that there could very well have been.